Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was converted. It was noted that the patient will continue to be monitored. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.